Manufacturer narrative:
Interruption in therapy and caused patient to be re-intubated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Patient involvement as the air leak could cause hypoxia. Based on the reported information, the criteria for reporting an adverse event have been met.

Event description:
Cuff leaking and detached from tube. Cuff suddenly leaking, when trying to refill the cuff, noticed that the whole tube was lying in the bed. Patient could no longer be adequately ventilated at that moment and had to be re-intubated (emergency situation), adhesive residue on the cuff tube (has completely detached from the tube).

Event description:
Cuff leaking and detached from tube. Cuff suddenly leaking, when trying to refill the cuff, noticed that the whole tube was lying in the bed. Patient could no longer be adequately ventilated at that moment and had to be re-intubated (emergency situation), adhesive residue on the cuff tube (has completely detached from the tube).

Manufacturer narrative:
Interruption in therapy and caused patient to be re-intubated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Patient involvement as the air leak could cause hypoxia. Based on the reported information, the criteria for reporting an adverse event have been met. Complaint history reviewed. There are two similar complaints in the previous 24 months for this product family (I-pfhv). Issue does not appear to be trending but will continue to be monitored. Well lead investigation did not find a root cause - the patient had been intubated for 4 days when cuff disconnected. Likely root cause was force applied to cuff during intubation or movement of patient while intubated. Customer was notified via well lead. Risk (ra-47): r16: delay in therapy -disconnected parts - s=6, o=1, rpn=6. Rpn < 25 therefore risk is acceptable.